Event description:
It was reported that the patient¿s device no longer worked. She left it in her body. The patient also had back pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).